Event description:
This device is at eos. There were multiple shocks delivered and noise on the rv lead, which was capped. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status eos, 66 charging cycles were recorded to the device memory. The memory content of the device was inspected. The analysis of the shock holter data showed that an amount of 39 charging cycles was performed by the device within one and a half hours on (B)(6), 2014. The activation of the eos status of the device resulted from that successive charging, confirming the clinical observation. All available iegms were evaluated. Noise was observed in the right ventricular channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. In a next step the eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the memory content as well as the therapeutic functionality of the ICD was inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel. This led to excessive charging cycles which partially resulted in shock deliveries, confirming the clinical observation. The activation of the eos status of the device resulted from that successive charging. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a material or manufacturing problem.